Event description:
The pt has two scs systems (thoracic and cervical). It was reported the pt has not recharged the cervical system in over a year. As a result, the device will not communicate with any external devices. The ipg is inoperable. Surgical intervention was undertaken, explanting and replacing the ipg. Effective cervical stimulation was achieved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.